Event description:
It was reported that during an unknown procedure, during the clamp drive, there was the teflon detachment. It was necessary to open another clamp to continue the procedure. The procedure was completed successfully. No patient involvement.

Manufacturer narrative:
(B)(4) date sent: 7/21/2025 d4 batch #: unknown attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: is the white tissue pad completely missing from the clamp arm of the device? An analysis of the product could not be performed since a physical sample was not received for evaluation. This is an analysis of a set of images submitted for evaluation. The image provided by the customer shows a har11 distal jaw with the tissue pad damage melted and still attached to the device. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. Based on the photo, the reported event was confirmed. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.